Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The same day as onset the patient was hospitalized for the event. On an unreported date, the patient was treated with injection amikacin 500mg, once daily (route and duration not reported), injection imipenem 500mg, once daily (route and duration not reported) and injection vancomycin 1 gram, once daily (route and duration not reported). At the time of this report the patient was recovering from this peritonitis event. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.